Event description:
It was reported that there was occasional p-wave under-sensing from the right atrial (ra) lead during the patient's arrhythmia and the patient felt electrical shocks by the cardiac resynchronization therapy defibrillator (crt-d), especially when the device was interrogated. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.